Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and was suspected to be sensing the atrium and ventricle. A chest x-ray was completed and it was observed that the rv lead had dislodged, it had pulled back from its original implanted location. The rv lead was repositioned and remains in place. No patient complications have been reported as a result of this event.